Event description:
During surgical intervention, called to room and was given a gown worn by surgeon. Patient's body fluids soaked through the sleeve of the gown from glove cuff to approximately three inches above cuff. Surgical technician said that the strike through began distal to the glove cuff and worked down to cuff. Gown bagged, labeled, and given to supply chain to be returned to manufacturer for investigation. This was the second such case of strike through on a aami 4 gown-designed for use on cases with high volume bodily fluid.